Manufacturer narrative:
Concomitant medical products: product ID: 9734686, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was being used outside a procedure. It was reported that she was notified by the account that when using the surgeon monitor the mouse was very intermittent and would bounce all over the screen and disappear. When unplugging the lemo connection from the staff cart the system was working as intended. The rep had used the lemo connection on another stealth and the system was working as intended. No damage was noted on the monitor. Additional information received stated that the mouse was not found to be malfunctioning. When a different surgeon monitor cart was attached, everything was working as expected. It was determined that the monitor was the root of the issue. While troubleshooting, the cable feeding to the surgeon monitor was disconnected and attached to another surgeon monitor, there were no functionality issues. No patient was involved.